Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse found error codes in the memory log relevant to the malfunction, and also found the screw to the breath delivery unit (bdu) to graphic user interface (gui) cable not secured to the bdu panel. The cse re-secured the gui to bdu cable. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer that during patient use, the 840 ventilator generated a loss of communication alert. The patient was transferred to another ventilator. There is no report of patient injury or death associated with this event.